Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient was discharged from the hospital but had not recovered from the peritonitis. Nine days after being discharged, the patient was readmitted to the hospital for peritonitis manifested by diarrhea. Treatment information was not reported. The patient was later discharged from the hospital and recovering from the peritonitis. Therapy was ongoing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 1 of 5 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported and treatment information was unknown. It was unknown if the patient recovered from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review of possibly associated lot numbers involved in this event will be performed. Should additional relevant information become available pertaining to the reported event, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).